Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient had been giving himself a bolus of insulin based on the cgm readings which was above 300 mg/dl. The patient was going to a convention when his blood sugar went down and he felt tired. When he arrived to the convention, he slept inside his car for 15 minutes. When he was inside the convention, his symptoms worsened and he felt really tired. The patient contaced a medical team and they checked the patient's bg and it was below 100 mg/dl (79 mg/dl) and the cgm was 300 mg/dl. The medical team did not provide any treatment to the patient but brought her to a hospital. The patient's blood sugar was monitored and a heart monitor was placed on the patient. The patient was discharged from the the hospital in less than 24 hours. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.